Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 774398-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: stomach"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal mass ("other injury(ies) or complication please describe: abdominal growth"), abdominal pain upper ("stomach pain"), back pain ("back pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure? Yes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, rash, migraine, nausea, fatigue, abdominal distension, abdominal mass, abdominal pain upper, back pain and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, complication of device insertion, device dislocation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 774398) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: stomach"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal mass ("other injury(ies) or complication please describe: abdominal growth"), abdominal pain upper ("stomach pain"), back pain ("back pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure? Yes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, rash, migraine, nausea, fatigue, abdominal distension, abdominal mass, abdominal pain upper, back pain and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, complication of device insertion, device dislocation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received: lot number,patients dob were added. New events pregnancy (with complications), stomach rash, migraines, migration of essure device, nausea, bloating, abdominal growth were added, device ineffective, patient did not undergo confirmation test, complication of device removal were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.